Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they had a bad day with symptoms, but they were unable to communicate with their programmer as they reported poor communication on patient programmer. Patient tried to connect with or without antenna and placing patient programmer directly over the ins but it did not resolve the issue. They stated they hadn't checked their implant in 5 months. Patient requested a replacement programmer. They stated that they would follow-up with their programmer if the replacement programmer did not resolve the issue. The patient is implanted for gastrointestinal/pelvic floor